Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported the customer experienced stomach ache and "gastroenteritis", and insulin was administered by his mother. There was no report of death or permanent injury associated with this event.

Event description:
Caller reported the customer was unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported the customer experienced stomach ache and "gastroenteritis", and insulin was administered by his mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. E1 (country code) was incorrectly documented in the previous initial report. Has been updated.